Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt tolerated the initial procedure. On (B)(6) 2011, the pt was hospitalized due to prolong diarrhoea, weight loss and dehydration. According to the physician, it was not related to device or procedure. The pt had antibiotics treatment. On (B)(6) 2012, the pt expired. The cause of death is unk. Further information was requested.

Manufacturer narrative:
Additional information was requested. A review of the manufacturing records for the device is being conducted.